Event description:
Patient experienced vasospasm during pci of rca causing a myocardial infarction. The prowater wire became trapped when the vessel spasmed, difficulty was noted when attempting to remove the wire from the spasmed vessel, and upon removal it was noted that the distal portion of the wire (spring coil) became elongated. Please refer to the attached picture of the prowater wire after it was removed from the body. Please note that this incident occurred on (B)(6) 2020. I tried to submit the incident at that time, but when the physician reached out to me on (B)(6) 2021 I noticed that I had no record of the incident report in my email potentially due to the volatility of the email servers during that time period. The physician is requesting an analysis report.